Event description:
N/a.

Manufacturer narrative:
Since the di number is not available UDI information is blank. Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - d1 (brand name), d4 (version or model, catalog), e1 (initial reporter, event site email), e2 (health professional), e3 (occupation), g2(report source). It was reported that during use the cs100 intra aortic balloon pump (iabp) had error 57 autofill failure. It was unclear if there was patient involvement and what repairs where done. The record is missing the service report and crucial information regarding what checks were done. It was stated that functional and safety checks were not conducted. The record will be rejected while we wait for more information.

Manufacturer narrative:
Due to character limit in e1 event site city is (B)(6), israel. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) during pm had an error code 57 auto fill failure. No patient involved, no harm.